Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, cracked reservoir tube and cracked case near display window corners. All the buttons did function properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she went to deliver a bolus and enter her carbs and the insulin pump stopped at 7. Customer also noticed a crack on the casing and screen of the insulin pump. No further information reported.